Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous distal right coronary artery (rca). The lesion was treated with rotational atherectomy and then was predilated with a 3.0mm non bsc balloon. A 2.50x12mm taxus liberte stent was then advanced to the rca but was unable to cross the proximal part of the lesion. The device was removed from the pt and it was noticed that the stent strut was lifted up. The procedure was successfully completed with a different device with no pt complications reported. The pt's current condition is listed as 'good".